Manufacturer narrative:
Due diligence has been executed for this event with information received from the customer. The device has been cleaned and disinfected before sending in for repair. No other information such as concomitant devices, inspection before issue was noted, if device was dropped or came in contact with a hard surface or sharp corner, if there were any error messages or alarms, and if there were any foreign objects such as hard water residue, lint or dust on the electrical contacts, is known. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty cable unit. Additionally, the image was slightly off-center due to a bent coupler. The user¿s complaint of image issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was sent in by the customer for repair of unspecified image issues. There was no patient involvement. At the time of repair inspection, it was observed that the device yielded no image. This is attributed to the faulty cable unit. This medwatch is being submitted for the issue of no image.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The cable breakage is believed to be due to user handling. The instructions for use, included at the time of device shipment, includes the following statements, whereby the cable breakage can be prevented: · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.